Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 506 mg/dl and trace ketone levels. Reportedly, the customer re-used the cartridge. Tandem technical support educated the customer on cartridge labeling. A bolus was delivered to address bg level. Customer declined further troubleshooting with tandem technical support.